Event description:
A 3160 invivo precess MRI pt monitor was being used during an MRI when it became stuck to the MRI scanner. It appears it was being used within safe operating distance. However it was noted the wheels were not locked.